Event description:
Patient reported that is felt as though the device was ¿protruding from her skin¿.

Event description:
The health care provider has not seen the patient since (B)(4) 2012. At that time she had no problems and the device was working well.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a coupling problem. Palpating the ins pocket confirmed that the ins was not flipped. She was not able to obtain efficiency bars on the charger and but was able to connect to it. The screen then changed to 'call you doctor' icon which was intermittent. No code displayed. It was noted that she has had to reposition the antenna over her skin, over 15 times. When she tried to adjust the antenna it caused her shoulder pain. Adjusting the antenna dial on the recharger did not help. Last night she felt a trickling sensation or pins and needles pain on her back and then felt a zapping sensation. It felt like she stuck her finger in an electric socket. She also felt the shocking in the morning as well. The next day it was reported that the shocks have occurred 3 times in the last couple days. One occurred while she was sitting in a restaurant on (B)(6) 2013. Another occurred while sitting on the couch which was not related to changing positions. She felt paresthesia similar to 'water dripping down my back' and then the shock occurred. The ins was on for one of the shocking episodes but then was off for the other episodes. Her ins was currently off. She had lost the antenna for her patient programmer and did not know she could use it without the antenna. It was noted that she was having issues with her insurance so once she deals with that she was going to make an appointment with her health care provider. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).